Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2004 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent removal of prosthetic mesh, bilateral external oblique component separation, ventral incisional hernia repair utilizing a bio a mesh onlay and extreme lysis of adhesions on (B)(6) 2013 due to recurrent small bowel obstruction. It was reported that patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 due to recurrent incisional hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent ob tape/suburethral sling placement on (B)(6) 2004. It was reported that patient underwent closure of extruded site on (B)(6) 2005 due to extruded ob tape. No additional information was provided. (B)(4).